Event description:
It was initially reported that the patient's device was explanted due to unknown reasons. Later, it was noted that the device was replaced due to physician recommendation with no further details provided. Search performed in the manufacturer's programming history database showed that last known diagnostics were performed on (B)(6)2006, which were within normal limits with the patient on a high duty cycle and settings. When the explanted generator was being returned to the manufacturer, it was then indicated that the patient's device was replaced prophylactically and due to the physician's recommendation as the patient was having an increase in seizures. The explanted pulse generator has been returned to the manufacturer for analysis, but has yet to be completed. Good faith attempts to obtain additional information have been unsuccessful to date.